Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06302. The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation and stopped using and charging her scs sys six months after implant. In addition the pt needs an MRI (for unrelated issue) and is requesting to have her scs sys removed. Surgical intervention may be pending to address the issue.